Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, when setting up for a cori assisted tka surgery, they plugged in the real intelligence robotic drill. As soon as they plugged in the drill, the green check mark (that indicates successful plug in) was flickering and they could not advance. The light above the port was flashing. They unplugged the drill several times, rebooted, and attempted several other times. They could no longer disassemble the drill, so they backed out to the admin screen to see if they could unlock drill. When on the admin screen, they plugged in the drill, it said connected, as soon as they hit next they got the robotic drill critical error. The procedure was completed with manual instrumentation without delay. The patient was not harmed.

Manufacturer narrative:
The cori drill, p/n rob10013, (B)(6), used in treatment, was returned for evaluation. A relationship between the reported event and the device was not established. The reported event was not visually or functional confirmed. The evaluation follow the pv requirements. The drill was found to operated as design, it passed kpc testing. A case was review and no error message was displayed. No functional non-conformances were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the cori drill, p/n rob10013, (B)(6), used in treatment, was returned for evaluation. A relationship between the reported event and the device was not established. The reported event was not visually or functional confirmed. The evaluation follow the pv requirements. The drill was found to operated as design, it passed kpc testing. A case was review and no error message was displayed. No functional non-conformances were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.